Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and removal of the textured implant due to the patients concerns with the product. Device has been explanted.

Event description:
Healthcare professional reported right side deflation and removal of the textured implant due to the patient's concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a delamination valve and a delamination plug strap disk shell. A leak test and microscopic analysis was performed which identified a total valve delamination and a plug strap disk shell and a creases fold. Based on the device analysis the final assessment is: a delamination total of the valve and plug strap disk shell (adhesive failure).